Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the patient¿s liberty select cycler and the serious adverse events of weakness, confusion, difficulty ambulating and shaking/tremors which required hospital evaluation. The patient¿s poc as well as the ER physician alleged the patient¿s liberty select cycler failed to perform as intended, which led to the serious adverse events. Given the limited follow-up information, a more comprehensive investigation could not be performed. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, given the poc and ER physicians¿ allegations, the lack of treatment records, laboratory values, and/or discharge summary, this clinical investigation cannot disassociate the device from the serious adverse events. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events.

Event description:
During follow-up, fresenius became aware this patient was hospitalized on (B)(6) 2022 for weakness, reportedly due to the patient¿s liberty select cycler not functioning as intended. During follow-up, the patient¿s point-of-contact (poc) reported the patient presented to the emergency room (ER) on (B)(6) 2022 due to difficulty ambulating, shaking/tremors, and confusion. The patient reportedly underwent radiological and hematological testing, which all returned within normal limits. The patient was monitored in the ER for several hours overnight (<24 hours) and released the next day. The patient underwent ccpd while hospitalized without issue and recovered from the events. Following his release on (B)(6) 2022, the patient began utilizing the replacement liberty select cycler without issue. The poc believed (as did the ER doctor) the patient¿s personal liberty select cycler was malfunctioning and not adequately dialyzing the patient. The poc stated this is further evidenced by the patient¿s alleviation of symptoms after receiving adequate rrt while using the replacement cycler. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, treatment records) have thus far proven unsuccessful.

Event description:
On 18/may/2022, during follow-up for file (B)(4), fresenius became aware this 88-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 (initially reported as (B)(6) 2022) for weakness. The patient was undergoing ccpd therapy for one hour when the liberty select cycler malfunctioned. The patient also reported not receiving adequate pd therapy for 2 days prior. During follow-up with the patient¿s point-of-contact (poc) and medical records received on (B)(6) 2022, revealed the patient presented to the emergency room on (B)(6) 2022 (23:10) due to difficulty ambulating (per poc), hiccups (treated with chlorpromazine), shaking/tremors, and confusion (per poc). Vitals signs on admission were: blood pressure = 129/96, heart rate = 85, oxygen saturation = 93%, temperature = 98.6. The patient was admitted to the intensive care unit (ICU) and underwent radiological (see diagnostic results) and hematological testing, which returned within normal limits. The patient underwent ccpd while hospitalized without issue and recovered from the events. Following his release on (B)(6) 2022, the patient began utilizing a replacement liberty select cycler without issue. The poc believed (as did the ER doctor) the patient¿s personal liberty select cycler was malfunctioning and not adequately dialyzing the patient. The poc stated this is further evidenced by the patient¿s alleviation of symptoms after receiving adequate rrt while using the replacement cycler.

Manufacturer narrative:
Investigation: a temporal relationship exists between ccpd therapy utilizing the patient¿s liberty select cycler and the serious adverse events of weakness, hiccups, confusion, difficulty ambulating and shaking/tremors (resolved with pd therapy) which required hospital evaluation. The patient¿s poc as well as the ER physician alleged the patient¿s liberty select cycler failed to perform as intended (drain complications), which led to the serious adverse events. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, given the poc and ER physicians¿ allegations and the lack of treatment records, this clinical investigation cannot disassociate the device from the serious adverse events.

Manufacturer narrative:
Additional information: g2.

Event description:
During follow-up, fresenius became aware this patient was hospitalized on (B)(6) 2022 for weakness, reportedly due to the patient¿s liberty select cycler not functioning as intended. During follow-up, the patient¿s point-of-contact (poc) reported the patient presented to the emergency room (ER) on (B)(6) 2022 due to difficulty ambulating, shaking/tremors, and confusion. The patient reportedly underwent radiological and hematological testing, which all returned within normal limits. The patient was monitored in the ER for several hours overnight (<24 hours) and released the next day. The patient underwent ccpd while hospitalized without issue and recovered from the events. Following his release on (B)(6) 2022, the patient began utilizing the replacement liberty select cycler without issue. The poc believed (as did the ER doctor) the patient¿s personal liberty select cycler was malfunctioning and not adequately dialyzing the patient. The poc stated this is further evidenced by the patient¿s alleviation of symptoms after receiving adequate rrt while using the replacement cycler. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, treatment records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up, fresenius became aware this patient was hospitalized on (B)(6) 2022 for weakness, reportedly due to the patient¿s liberty select cycler not functioning as intended. During follow-up, the patient¿s point-of-contact (poc) reported the patient presented to the emergency room (ER) on (B)(6) 2022 due to difficulty ambulating, shaking/tremors, and confusion. The patient reportedly underwent radiological and hematological testing, which all returned within normal limits. The patient was monitored in the ER for several hours overnight (<24 hours) and released the next day. The patient underwent ccpd while hospitalized without issue and recovered from the events. Following his release on (B)(6) 2022, the patient began utilizing the replacement liberty select cycler without issue. The poc believed (as did the ER doctor) the patient¿s personal liberty select cycler was malfunctioning and not adequately dialyzing the patient. The poc stated this is further evidenced by the patient¿s alleviation of symptoms after receiving adequate rrt while using the replacement cycler. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, treatment records) have thus far proven unsuccessful.